Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when closing peritoneum on a laparoscopic totally extraperitoneal preperitoneal procedure, the surgeon was able to squeeze the handle but the device did not close the clip. It was also stated that the clip "jumped" right out of the device. Some clips also fell into the patient¿s cavity and were retrieved with a grasper. Another device was used. There was no patient injury.